Manufacturer narrative:
Sample 1/1 was collected by ER nurse in a lithium heparin plasma separator tube. The samples were centrifuged for 10 minutes at 3000 rpm. The sample appearance was clear and normal. Qc was out of the established ranges low on (B)(6) 2010. The customer repeated all accutni samples since (B)(6) 2010 when the qc was within the specifications. Only the two samples reported in this report were not reproducible. Qc and a system check were performed after the event and both met the specifications. A bci field service engineer (fse) was on site on (B)(6) 2010. The fse corrected a connector, and verified alignments and ultrasonics. The fse performed a high sensitivity system check and a 40 point precision test. Both tests met the specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously low troponin (accutni) results in the risk stratification range generated by access 2 immunoassay system for two patients. The results were reported out of the laboratory. Subsequent testing produced results above ami cutoff. There was no report of death, injury, or change to patient treatment associated with this event.